Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death is unknown. The caller stated that the customer had diabetes related eye trouble. The customer's blood glucose, at the time of passing, was 213 mg/dl. The customer's last known recorded blood glucose value was in the glucose meter was 165 mg/dl on (B)(6) 2015. The customer was wearing the insulin pump at the time of death. The customer was wearing a sensor at the time of death, but it was not a medtronic sensor. Also, the caller asked for assistance with performing a rewind on the insulin pump and zeroing the basal rates. The caller declined returning the insulin pump for analysis.